Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The device was given functional testing: this showed the expiratory output was outside of specifications. The issue was addressed by replacing the oscillator and expiratory indicator needle.

Event description:
It was reported the device had inaccurate inspiratory and expiratory controls and inaccurate oxygen concentration. No adverse effects reported.

Event description:
Additional information received: no patient involvement.

Manufacturer narrative:
Additional information- no patient involvement.